Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a vtach alarm occurred at the bedside, but was not seen at the central station. There was no patient incident alleged.